Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05799, 2134265-2016-06150. It was reported that balloon rupture occurred. The 95% stenosed, 12mm in length, eccentric, de novo target lesion was located in the non-tortuous, severely calcified, and 2.5mm in diameter right coronary artery. After a 7f al 1.5 sh non-bsc guide catheter and a non-bsc guide wire crossed the lesion, a pacing wire was used to provide temporary pacing for the patient. A 2.0x12 nc emerge and 1.2x8 emerge balloon catheters were advanced for dilation but failed to cross the lesion. A 1.0x5 non-bsc balloon catheter was then used for pre-dilation but ruptured after inflation. A 1.5x15mm maverick balloon catheter was then advanced and was initially inflated at 18 atmospheres for 26 seconds; however, on the second inflation at 20 atmospheres for 40 seconds, the balloon ruptured. The device was completely removed from the patient. Following rotablation with a 1.25mm burr, a 2.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilation and was initially inflated at 18 atmospheres for 14 seconds; however, on the second inflation at 16 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed from the patient. A 2.50 x 12 synergy drug-eluting stent (des) was advanced but failed to cross the lesion. The stent was then removed and further pre-dilation was performed with a 2.5x8 emerge balloon catheter. The stent was introduced again and despite resistance encountered, the device crossed the lesion successfully. However, right after starting to turn the indeflator, the shaft of the stent delivery system broke. The device was removed and the lesion was stented with another 2.50 x 12 synergy des. Another lesion in the same vessel was stented with 3.0 x 32 synergy des and the procedure was completed. No patient complications were reported and the patient's status was stable.